Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6) batch: 7102689/7102076. (B)(4).

Event description:
It was reported that patient underwent explant procedure due to possible infection. Symptoms of swelling and tenderness at the implantable pulse generator (ipg) site were noted. The patient was administered antibiotics. The patient was doing well postoperatively. The explanted device components were discarded.